Event description:
It was reported that the device battery voltage was reading low over multiple measurements; however, elective replacement indicator had not been tripped. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the device battery voltage was reading low over multiple measurements; however, elective replacement indicator had not been tripped. The device is still in use. It was later reported the device reached elective replacement indicator (eri) and there was possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.